Event description:
It has been reported that the device is failing self-test.

Event description:
Update to previous problem description of "it has been reported that the device is failing self-test." It has been reported that the device is experiencing intermittent issues with the on/off button.